Manufacturer narrative:
The device was lost and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Stent malpositioning is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during an attempt at istent implantation the surgeon's vision was compromised and the istent was lost in the patient's eye. The surgeon attempted to implant a backup stent but the procedure was aborted due to compromised visualization. The surgeon conferred with the glaukos medical monitor who reported that the surgeon was trying to remove the first stent from the anterior chamber with forceps and the istent was not present on the forceps when it was removed from the eye. The surgeon attempted to visualize the stent in the anterior chamber with gonioprism but the stent could not be visualized. Additional information has been requested.